Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which was oversensed and caused greater than two seconds of pacing inhibition. No adverse patient effects were reported. The lead remains in service.